Manufacturer narrative:
Equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that during a flight the revel ventilator began flashing the vent inop light and also displayed "vent reset".the issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: the device was returned for investigation and the customer complaint could not be confirmed or duplicated. The unit passed all bench testing. 3yr/15k pm was performed.